Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that upon removal a tampon pledget fell apart into pieces. She visited her doctor who confirmed that no pieces remained inside her vaginal cavity. She was prescribed an antibacterial suppository and did not experience any adverse health effects.